Event description:
Customer alleges both motors on an order have gone bad - making noise or not working at all. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51prsolidr, (B)(4) is approximately 2 years old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who (B)(6). The consumers preexisting medical condition states she is a double amputee. The consumers medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device states that both of the motors were replaced on (B)(6) 2012. Dealer stated that the left motor is making noise and the right motor is not functioning at all. Dealer states that the consumer was not left stranded nor was there any injury of medical intervention. (B)(4) has been issued for new motors.